Manufacturer narrative:
H2) device evaluation: d9 date returned to manufacturer: 7/23/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The device was put through downstream occlusion (dso) tests and was within range and calibrated, although it was a bit out of calibration. The downstream sensor and unit reacted normally. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative updated software, reset the unit to standard configuration, and performed dso/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarmed when trying to attach the cassette. There was no patient involvement, no patient injury was reported.